Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and a visual examination was performed which noted brown discoloration on the shell, ring, and band tubing. Red and brown particles were observed on the outer surface of the shell, ring, and band tubing. An air leak test was performed and leakage was observed. Under microscopic analysis a sharp-edged opening was observed on the shell belt junction. Striated openings were observed on the band tubing, consistent with device removal activities.

Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 04/13/2017. Device labeling addresses the adverse events as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, such as aspirin and non-steroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "cellulitis around port cite." Band was removed due to erosion.